Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd 5mm pen needles experienced difficult device operation. The following information was provided by the initial reporter: the patient received diabetes treatment in hospital. During insulin injection, it was difficult to push.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that 2 bd 5mm pen needles experienced difficult device operation. The following information was provided by the initial reporter: the patient received diabetes treatment in hospital. During insulin injection, it was difficult to push.